Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use as known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional absorb gt1 is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery. Two absorb gt1 were implanted on (B)(6) 2016; a 3x12mm absorb gt1 in the mid lad and a 3.5x18mm absorb gt1 in the proximal-mid lad. Patient was compliant to dual antiplatelet therapy treatment. On (B)(6) 2020, patient was symptomatic with chest pain and slight positive stress test. Optical coherence imaging was performed and it was noted that there was restenosis at the two absorb stents. Pre-dilatation was performed with a 3x15mm and 3.5x12mm trek balloons. Then three xience sierra stents (3.5x12, 4.0x15, 2.5x18) were implanted at the lesion. Standard post-dilatation was further performed with a 4x15mm nc trek and a 1.2x12mm mini trek balloons. There were no issues with the xience stents as they were apposed well. The final result was good. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.